Manufacturer narrative:
This supplement is to correct death was removed. There was no death and no serious injury. Internal reference complaint#: (B)(4).

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Internal reference complaint#: (B)(4).

Event description:
It was reported a physician performed an eviva breast biopsy on (B)(6) 2017 and after the needle was removed it was noted to be "bent and twisted". There was no patient injury.